Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: j&j/synthes rep. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during evaluation and testing at service and repair, an xrl large torque limiting handle was found to have failed in calibration. There was no patient nor procedure involvement. This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the xrl large limiting handle (p/n: 03.807.358,lot # 1125) was returned and received. Upon visual inspection, it was observed that the device showed no signs of damage. Functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 0.74 nm which was not within the specified torque range of the device of 0.75 nm - 1.0 nm. Hence, the torque test failed low. The customer reported during evaluation and testing at service and repair, an xrl large torque limiting handle was found to have failed in calibration. There was no patient nor procedure involvement. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in calibration test. The complaint condition is confirmed as the xrl large limiting handle (p/n: 03.807.358,lot # 1125) failed low in calibration test. There is no indication that a design or manufacturing issue has caused it and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.807.358 serial number: (B)(6). Manufacturing site: oberdorf release to warehouse date: 20. July 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.